Manufacturer narrative:
The reported output anomaly and high impedance anomaly were confirmed in the laboratory. The high voltage output circuitry was found damaged. It is suspected the cause was due to lead insulation damage.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that when the device was interrogated an alert reported a possible failure of the output circuitry. High voltage lead impedance had increased. The patient experienced cardiac syncope. The device was explanted and replaced.